Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery charge indicator is flashing in sync with an audible clicking sound. There was no patient involvement.